Manufacturer narrative:
D4: corrected to "serial #: (B)(6). Expiration date: 30 - jun - 2024" in inital MDR. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.50/5.0/143, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. For status of the eye (signs / symptoms) the reporter stated "still has edema and stitch due to wound leakage intra-op. Ac is not shallow anymore. But it will recover soon." Cause of event was reported to be "patient-related factor" and was reported that the device failed to perform as intended. For cause details the reporter stated "patient has narrow sulcus. Wtw is 100% correct but the sulcus is narrow."